Event description:
It was reported that the patient started using the cassette on apr 13th. Then, on apr 17th, a "no disposable, clamp tubing" alarm went off. So the patient detached the cassette, raised the tubing position slightly, and attached the cassette to the pump again. After that, the alarm was settled.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is a degraded dso seal; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.